Event description:
As reported, during use with this fogarty catheter, the balloon deflated successfully but slow. There was no allegation of patient injury. The device was received for evaluation and the deflation time was out of specification.

Manufacturer narrative:
The fogarty involved in this case was received by our product evaluation laboratory for a full evaluation. The balloon was inflated with 1.7ml air and the balloon inflated concentric and did not leak but resistance during inflation was felt. The balloon could not be deflated completely and remained partially deflated. Then, the balloon was inflated with 0.9ml di-water. Resistance was felt and balloon could not be deflated completely after 45 seconds by pulling back on syringe plunger. Balloon deflation time was out of specification, as the max. Deflation time from full capacity is 15 seconds. Cut down was performed on the catheter body to locate occlusion. Balloon inflation lumen was found to be collapsed near the proximal windings. . Balloon latex, bushings and windings were intact. Through lumen was patent without any leakage or occlusion. No visible damage was observed from catheter body. Engineering evaluation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation result. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
H10 manufacturer narrative: further investigation was completed by the engineers in the manufacturing site, and it could be concluded that the failure is likely due to manufacturing. The manufacturing personnel has been notified about this condition and this non-conformity is currently being investigated to prevent recurrence of this type of complaint. The balloon and final inspections were correctly documented in the work order process steps. There is no sufficient evidence that more affected units were distributed in the market with the same condition. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Added: d4 (expiration date), h4 (device manufacturer date). The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met and inspections passed successfully.